Event description:
Reported 1 false positive sofia sars result for 1 asymptomatic (off label use - at the time of testing) patient during pre-surgery screening. The result was confirmed negative by pcr. The site used unapproved vtm because it was all they could obtain at the time.

Manufacturer narrative:
Investigation summary: a review of the DHR did not find any issues relating to the reported problem. Ts found customer to be using an unapproved transport media. Root cause: unable to determine. Source: phone.